Manufacturer narrative:
The na electrode lot number and expiration date were requested, but not provided. The field service engineer performed many service actions on the analyzer, including adjustments of nozzles, sample probe, and gear pump. The degasser and valves were changed. An o-ring was missing on the reference electrode and this was fixed. Cleaning was performed on both ise channels. The ise block was changed. The instrument was working properly after these actions. The investigation determined the service actions resolved the issue, but the exact root cause could not be determined.

Event description:
The initial reporter stated they received questionable ise results for an unspecified number of patient samples tested on a cobas 8000 ise module. No questionable results were reported outside of the laboratory. An example was provided for one patient sample with discrepant sodium results. The sample initially resulted in a sodium value of 160.70 mmol/l and it repeated as 142.50 mmol/l.